Event description:
This is an international report where a leak was found from the connection between the disconnect cap and spike. The set had been used for 120 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for leakage from the connection between the disconnect cap and spike on a uv flash transfer set could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The sample was returned and is being evaluated. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.